Manufacturer narrative:
(B)(4). Patient was born in 1942. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor underinfused. It was reported the device was filled with 3155 mg of fluorouracil diluted with 0.9% sodium chloride solution, for a total volume of 252 ml. After seven days of treatment, the folfusor still had an unspecified amount of solution remaining in the device. The incident occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.